Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the atrial threshold had been greater than 2.5 volts since (B)(6) 2013.

Event description:
It was reported that the remote monitoring transmission gave a warning for the right atrial (ra) lead have in a significant change in the capture threshold in the last two months. The ra bipolar threshold was 2 volts at 1 millisecond and no other changes were seen in the other electrical measurements. It was noted that there was no known medication changes and labs were normal. The ra lead is still in use and will be monitored closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407452 implantable pacing lead, (B)(6) 2003. (B)(4).